Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had been receiving a motor error alarm for a year now. Customer's blood glucose level was 6.9 mmol/l. Customer was not using sensors. Pump was never exposed to a magnetic field. Drive support cap is normal and recessed. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.